Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. In addition, far-field r-wave oversensing was observed which resulted in inappropriate atrial tachy response (atr) episodes. It was noted the patient would be brought in for further evaluation. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that another lss occurred due to high oor pacing impedances on the ra lead. After the lss, noise and oversensing were observed, which resulted in inappropriate atr episodes. The lead was reprogrammed to bipolar sensing and unipolar pacing. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.